Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed stylus and cursor are not aligned. Re-seated connection between overlay and xy board and calibrated stylus. Media bay door latch gone. Replaced media bay door. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus is not accurate. Stylus calibration was attempted, but the problem remained. The programmer was returned for service. No patient complications have been reported as a result of this event.